Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 due to sui. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2006 and mesh removal on (B)(6) 2006.

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced urethrocele, frequency, bladder pressure and cystitis.

Manufacturer narrative:
It was reported that patient underwent a cystoscopy, biopsy and fulguration on (B)(6) 2005 due to vaginal erosion of sling, bladder lesions with possible erosion and possible unrelated pathology.

Manufacturer narrative:
(B)(4).